Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. Manufacturing review: the lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the aperture approximately 100% closed. The probe was returned with no trocar tip attached to the cannula. The tip was not returned. The saline cap was returned. The vacuum tubing was discolored and had signs of dried blood on the interior. No other anomalies were identified. Functional/performance evaluation: before testing the probe with the in-house drivers, the proximal retaining cap was examined closer under magnification (10x) and no damage was observed. The proximal retaining cap was not glued to the probe. The probe was tested and successfully calibrated three times on two separate drivers. No unusual noises were heard and no error messages were displayed on the console. The probe was then attached to two driver housings with tighter tolerances and fit without issue. With the cutter in the closed position, it was noted that the cutter was advanced to far forward and was able to rotate in a 360 degree motion. This indicated that the internal stops were broken. The probe was disassembled and both internal stops were verified to be broken off of the front housing. Large amounts of dried blood were found on the felt washer, and throughout the interior of the probe. The tip of the cutter was found to be flattened, indicating that the cutter drove up into the tip, due to the internal stops breaking. Tissue residue was found on the interior of the cutter tip. The tip break surface was examined under magnification (microscope 15x) and the weld penetration was found to be approximately 25% of the cannula wall thickness. Medical records & images/photos review: no medical records or images/photos were provided for review. Conclusion: the investigation is unconfirmed for the reported calibration issue, as the probe was able to calibrate without issue on both in-house drivers. The investigation is confirmed for a break, as both internal stops were found to be broken. The investigation is also confirmed for a detachment, as the probe tip was not returned attached to the probe. The root cause for the tip detaching was determined to be due to the inadequate laser weld penetration on the probe tip. When the internal stops broke off, the cutter was forced up into the probe tip (this force is seen in the damage to the cutter and the wear on the translation gear). However, the root cause for the internal stops breaking is unknown. Labeling review: the current instructions for use states: complications: complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of an ultrasound-guided breast biopsy, the probe made a clicking noise during calibration and was unable to calibrate. The procedure was performed with another probe. There was no patient involvement.